Event description:
Caller reported intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer took corrective actions by administering a correction bolus via pump and mdi, successfully resuming insulin with the pump. Reportedly, the customer was using the pump supplies for over 2 days with the trusteel infusion set. Tandem technical support educated the customer regarding that the extended supply use.